Event description:
Reporter indicated that his handheld had screen freezing issues. Routine troubleshooting was performed but did not resolve the issue. The physician was sent a replacement handheld device. The device has been received by the MFR but prod analysis has not been completed.